Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist sleeve of a minicap transfer set clamp "could not completely shut off". It was further stated the white twist sleeve "did not fit in its lock". This issue was detected at the ward's inventory. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and the white twist clamp was not in the locking position. Due to receiving only photos for analysis and not the actual sample, there was not enough information for the analysis to neither refute nor confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.